Event description:
The home patient (hp) using a homechoice system, contacted technical service representative (tsr) and reported a low drain alarm during drain 3 of 5. It was determined that the patient line was leaking. The tsr assisted the hp to end therapy. The hp will complete therapy using manual bags. There was no patient injury or medical intervention associated with this incident per the home patient.